Event description:
A report was received that the patient had difficulty charging. The physician suspected device malfunction. The patient underwent explant procedure.

Manufacturer narrative:
Sc- 1110-02 ( sn (B)(4)). Device evaluation indicated that the ipg passed internal visual, electrical, performance and photographic imaging tests performed. The complaint regarding charging issue was not verified. In the lab, the ipg was successfully charged to full capacity. This result attested that the device is capable of being charged fully under a proper charging method. Battery depletion rate was within the normal range. The device passed all required tests and revealed normal device characteristics.

Event description:
A report was received that the patient had difficulty charging. The physician suspected device malfunction. The patient underwent explant procedure.